Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer experienced difficulties because they were out of insulin after filling the tubing several times. They were instructed by technical support to clean the pneumatic tap area and remove the pump from its case, but reloading the same cartridge did not resolve the issue. The customer was advised to contact their healthcare provider for more insulin, and technical support planned to follow up with the customer.